Manufacturer narrative:
Customer reported that a pyxis medstation es system drawer 2.1 malfunctioned, preventing user access to required medications. Customer reported that a patient was coming out of surgery and would be admitted to hospital. Customer did not disclose the length of the delay nor the nature of the procedure. Patient harm was reported. The customer did not confirm patient harm required medication was needed post-surgery in the ICU area. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and determined that the malfunction was caused by faulty communication sled. Sled has been replaced, drawer working as normal.

Event description:
Customer reported that a pyxis medstation es system drawer 2.1 malfunctioned, preventing user access to required medications. Customer reported that a patient was coming out of surgery and would be admitted to hospital. Customer did not disclose the length of the delay nor the nature of the procedure. Patient harm was reported. The customer did not confirm patient harm required medication was needed post-surgery in the ICU area.